Event description:
It was reported a pruitt f3 carotid shunt was leaking when trying to inflate the balloons during pre-use check. No injury reported to patient.

Manufacturer narrative:
The product was discarded and not returned for investigation; therefore, a root cause could not be conclusively determined. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.